Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The reported event of pressure issue with the dpt was confirmed. The dpt sensor did not zero or sense pressure on a pressure monitor. Electrical testing showed that both input and output impedance were out of specifications. No visible damage or defect was observed from the sensor chip, solder joints, cable and cable connector. Electrical testing and visual examination suggested the out of specification conditions were within the sensor chip. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. (B)(4).

Event description:
It was reported that the arterial line placed initially worked appropriately. After 15 minutes, a sudden drop in the arterial blood pressure was observed. The staff attributed this drop due to sedation and paralyzing medication that had been administered. Levophed and a bolus of fluid was given but there was no change to the pressure. Then vasopressin was given but no change to the blood pressure was noticed. It was at this time the transducer was switched out and the pressure reading started to work appropriately. To date, no further information has been able to be obtained regarding the patient¿s condition.